Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient was fit and fine post procedure.

Event description:
It was reported that during a device implant procedure no low voltage output issue was observed on the device. Physician connected both leads and found there was no pacing. The temporary pacemaker was switched off and a flat line was shown on the ECG and then the temporary pacemaker was turned back on. Device was not implanted. A new device was implanted. No further information available.